Event description:
A power source alert 07 was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was instructed to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes. After following these instructions, the pump began to charge.